Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure migrated into the uterus and was growing into the uterine wall/perforation (other)/migration of essure device") and abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression from 2012 to 2014 and thyroid disorder in 2002. Previously administered products included for birth control: ortho-novum 777 from 1998 to 14-jul-2005. Concurrent conditions included morbid obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced fallopian tube spasm ("unable to successfully implant the right fallopian tube secondary to tubal spasm"), complication of device insertion ("unable to successfully implant the right fallopian tube secondary to tubal spasm"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("chronic fatigue.fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 7-aug-2005, the patient experienced migraine ("migraines"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), arthralgia ("severe hip pain (constant)"), headache ("daily severe headaches/headaches/pain in forehead (constant)"), vulvovaginal pain ("pain in vagina (constant)"), weight increased ("weight gain") and pelvic adhesions ("other injury(ies) or complication please describe: adhesions around the left fallopian tube"). The patient was treated with hydrocodone, surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed), surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed) and surgery (laparoscopic bilateral tubal ligation as a result of unsuccessful insertion of right essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation was resolving, the abdominal pain lower, fallopian tube spasm, complication of device insertion, dysmenorrhoea, back pain, arthralgia, headache, vulvovaginal pain, pelvic adhesions and abdominal pain outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage, migraine, dyspareunia and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, menorrhagia, migraine, pelvic adhesions, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: despite successful implantation of the left fallopian tube, physician was unable to successfully implant the right fallopian tube secondary to tubal spasm. As a result, physician subsequently performed a laparoscopic bilateral tubal ligation. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Abdominal x-ray - in (B)(6) 2007: indicative of migration of the essure device chest x-ray - in (B)(6) 2007: indicative of migration of the essure device ultrasound pelvis - in (B)(6) 2007: confirmed that the left essure had migrated (cont) x-ray of pelvis and hip - in (B)(6) 2007: indicative of migration of the essure device (B)(6) 2007: ultrasound pelvis (cont.) - the left essure migrated into the uterus and was growing into the uterine wall. On (B)(6) 2007, it consisted of multiple cylindrical and irregularly shaped portions of morcelleated uterus weighing 68.7grams and measuring 10.0*9.0*2.0 cm in aggregate. Some pieces were linked by smooth, glistening, pink-red layer, consistent with possible endometrium. Some sections of the myometrium are diffusely nodular and fibrous, with no distinct discrete fibroid identified grossly. Uterus was normal. There were no obvious fibroids. There were some adhesions around the left fallopian tube. There was evidence of previous sterilization. The ovaries were normal. There was no endornetriosis. Upon sectioning the uterus, the escher implant with coils was seen in the uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical reords-back pain, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Events weight gain and pelvic adhesion were added. Lab data updated. Concomitant drugs & conditions are updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure migrated into the uterus and was growing into the uterine wall/perforation (other)/migration of essure device") and abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "hooked coil" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression from 2012 to 2014 and thyroid disorder in 2002. Previously administered products included for birth control: ortho-novum 777 from 1998 to (B)(6) 2005. Concurrent conditions included obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fallopian tube spasm ("unable to successfully implant the right fallopian tube secondary to tubal spasm"), complication of device insertion ("unable to successfully implant the right fallopian tube secondary to tubal spasm"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("chronic fatigue.fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced migraine ("migraines"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced back pain ("severe lower back pain"), arthralgia ("severe hip pain (constant)"), headache ("daily severe headaches/headaches/pain in forehead (constant)"), vulvovaginal pain ("pain in vagina (constant)"), weight increased ("weight gain"), pelvic adhesions ("adhesions around the left fallopian tube") and abdominal pain ("abdomen pain"). The patient was treated with hydrocodone, surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed), surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed) and surgery (laparoscopic bilateral tubal ligation as a result of unsuccessful insertion of right essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation was resolving, the abdominal pain lower, fallopian tube spasm, complication of device insertion, dysmenorrhoea, back pain, arthralgia, headache, vulvovaginal pain, pelvic adhesions and abdominal pain outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage, migraine, dyspareunia and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, menorrhagia, migraine, pelvic adhesions, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: despite successful implantation of the left fallopian tube, physician was unable to successfully implant the right fallopian tube secondary to tubal spasm. As a result, physician subsequently performed a laparoscopic bilateral tubal ligation. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Abdominal x-ray - in (B)(6) 2007: indicative of migration of the essure device chest x-ray - in (B)(6) 2007: indicative of migration of the essure device ultrasound pelvis - in (B)(6) 2007: confirmed that the left essure had migrated (cont) x-ray of pelvis and hip - in (B)(6) 2007: indicative of migration of the essure device (B)(6) 2007: ultrasound pelvis (cont.) - the left essure migrated into the uterus and was growing into the uterine wall. On (B)(6) 2007, it consisted of multiple cylindrical and irregularly shaped portions of morcelleated uterus weighing 68.7grams and measuring 10.0*9.0*2.0 cm in aggregate. Some pieces were linked by smooth, glistening, pink-red layer, consistent with possible endometrium. Some sections of the myometrium are diffusely nodular and fibrous, with no distinct discrete fibroid identified grossly. Uterus was normal. There were no obvious fibroids. There were some adhesions around the left fallopian tube. There was evidence of previous sterilization. The ovaries were normal. There was no endornetriosis. Upon sectioning the uterus, the escher implant with coils was seen in the uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical reords-back pain, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received - new event 'abdomen pain' was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure migrated into the uterus and was growing into the uterine wall/perforation (other)/migration of essure device") and abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for birth control: ortho-novum 777. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced fallopian tube spasm ("unable to successfully implant the right fallopian tube secondary to tubal spasm"), complication of device insertion ("unable to successfully implant the right fallopian tube secondary to tubal spasm"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("chronic fatigue.fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient experienced migraine ("migraines"). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), arthralgia ("severe hip pain (constant)"), headache ("daily severe headaches/headaches/pain in forehead (constant)") and vulvovaginal pain ("pain in vagina (constant)"). The patient was treated with hydrocodone, surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed), surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed) and surgery (laparoscopic bilateral tubal ligation as a result of unsuccessful insertion of right essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the uterine perforation, vaginal haemorrhage, migraine and dyspareunia was resolving and the abdominal pain lower, fallopian tube spasm, complication of device insertion, dysmenorrhoea, back pain, arthralgia, menorrhagia, headache, fatigue and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, menorrhagia, migraine, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: despite successful implantation of the left fallopian tube, physician was unable to successfully implant the right fallopian tube secondary to tubal spasm. As a result, physician subsequently performed a laparoscopic bilateral tubal ligation. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2007: indicative of migration of the essure device chest x-ray - in (B)(6) 2007: indicative of migration of the essure device ultrasound pelvis - in (B)(6) 2007: confirmed that the left essure had migrated (cont) x-ray of pelvis and hip - in (B)(6) 2007: indicative of migration of the essure device (B)(6) 2007: ultrasound pelvis (cont.) - the left essure migrated into the uterus and was growing into the uterine wall. On (B)(6) 2007, it consisted of multiple cylindrical and irregularly shaped portions of morcelleated uterus weighing 68.7grams and measuring 10.0*9.0*2.0 cm in aggregate. Some pieces were linked by smooth, glistening, pink-red layer, consistent with possible endometrium. Some sections of the myometrium are diffusely nodular and fibrous, with no distinct discrete fibroid identified grossly. Uterus was normal. There were no obvious fibroids. There were some adhesions around the left fallopian tube. There was evidence of previous sterilization. The ovaries were normal. There was no endometriosis. Upon sectioning the uterus, the escher implant with coils was seen in the uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records-back pain, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new events added- abnormal bleeding (vaginal, menorrhagia), migraines, dyspareunia (painful sexual intercourse), pain, pain in vagina and lower back pain and did not undergo an essure confirmation test. Event verbatim updated as left essure migrated into the uterus and was growing into the uterine wall/perforation (other) and pt was updated as uterine perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure migrated into the uterus and was growing into the uterine wall/perforation (other)/migration of essure device") and abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included depression from 2012 to 2014 and thyroid disorder in 2002. Previously administered products included for birth control: ortho-novum 777 from 1998 to 14-jul-2005. Concurrent conditions included obesity. On (B)(6). 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fallopian tube spasm ("unable to successfully implant the right fallopian tube secondary to tubal spasm"), complication of device insertion ("unable to successfully implant the right fallopian tube secondary to tubal spasm"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("chronic fatigue.fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6). 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6). 2005, the patient experienced migraine ("migraines"). On (B)(6). 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced back pain ("severe lower back pain"), arthralgia ("severe hip pain (constant)"), headache ("daily severe headaches/headaches/pain in forehead (constant)"), vulvovaginal pain ("pain in vagina (constant)"), weight increased ("weight gain") and pelvic adhesions ("adhesions around the left fallopian tube"). The patient was treated with hydrocodone, surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed), surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed) and surgery (laparoscopic bilateral tubal ligation as a result of unsuccessful insertion of right essure). Essure (ess205) was removed on 7-aug-2007. At the time of the report, the uterine perforation was resolving, the abdominal pain lower, fallopian tube spasm, complication of device insertion, dysmenorrhoea, back pain, arthralgia, headache, vulvovaginal pain and pelvic adhesions outcome was unknown and the menorrhagia, fatigue, vaginal haemorrhage, migraine, dyspareunia and weight increased had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, headache, menorrhagia, migraine, pelvic adhesions, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: despite successful implantation of the left fallopian tube, physician was unable to successfully implant the right fallopian tube secondary to tubal spasm. As a result, physician subsequently performed a laparoscopic bilateral tubal ligation. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Abdominal x-ray - in (B)(6). 2007: indicative of migration of the essure device chest x-ray - in (B)(6). 2007: indicative of migration of the essure device ultrasound pelvis - in (B)(6).2007: confirmed that the left essure had migrated (cont) x-ray of pelvis and hip - in (B)(6). 2007: indicative of migration of the essure device (B)(6). 2007: ultrasound pelvis (cont.) - the left essure migrated into the uterus and was growing into the uterine wall. On (B)(6). 2007, it consisted of multiple cylindrical and irregularly shaped portions of morcelleated uterus weighing 68.7grams and measuring 10.0*9.0*2.0 cm in aggregate. Some pieces were linked by smooth, glistening, pink-red layer, consistent with possible endometrium. Some sections of the myometrium are diffusely nodular and fibrous, with no distinct discrete fibroid identified grossly. Uterus was normal. There were no obvious fibroids. There were some adhesions around the left fallopian tube. There was evidence of previous sterilization. The ovaries were normal. There was no endornetriosis. Upon sectioning the uterus, the escher implant with coils was seen in the uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical reords-back pain, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality-safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain") and embedded device ("left essure migrated into the uterus and was growing into the uterine wall") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced fallopian tube spasm ("unable to successfully implant the right fallopian tube secondary to tubal spasm") and complication of device insertion ("unable to successfully implant the right fallopian tube secondary to tubal spasm"). In (B)(6) 2007, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), menorrhagia ("abnormally heavy menstrual bleeding"), headache ("daily severe headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy in which cervix, uterus, and tubes were removed plus laparoscopic bilateral tubal ligation as a result of unsuccessful insertion of right essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the abdominal pain lower, embedded device, fallopian tube spasm, complication of device insertion, dysmenorrhoea, back pain, arthralgia, menorrhagia, headache and fatigue outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, complication of device insertion, dysmenorrhoea, embedded device, fallopian tube spasm, fatigue, headache and menorrhagia to be related to essure (ess205). The reporter commented: despite successful implantation of the left fallopian tube, physician was unable to successfully implant the right fallopian tube secondary to tubal spasm. As a result, physician subsequently performed a laparoscopic bilateral tubal ligation. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2007: indicative of migration of the essure device; chest x-ray - in (B)(6) 2007: indicative of migration of the essure device ultrasound pelvis - in (B)(6) 2007: confirmed that the left essure had migrated (cont); x-ray of pelvis and hip - in (B)(6) 2007: indicative of migration of the essure device. (B)(6) 2007: ultrasound pelvis (cont.) - the left essure migrated into the uterus and was growing into the uterine wall. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.